Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-06596. It was reported the patient is no longer receiving adequate coverage. An impedance check revealed a few invalid contacts. Reprogramming was unsuccessful. The pt plans to meet with an sjm representative again on a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.